Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) lead channel. Additionally, the pacemaker undersensed atrial fibrillation (af) signals. No verbal review was given as this was auto review of reports. The device remains in use. No adverse patient effects were reported. Additional information received indicates that subsequently, the faxed reports were not received after several attempts. The health care professional (hcp) requested a verbal review of reports as the patient presented with chest pain. Ts noted the same observations of oversensing of noisy signals on the rv lead channel and undersensing of af. Ts recommended further review and evaluation with the programmer. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right ventricular (rv) lead channel. Additionally, the pacemaker undersensed atrial fibrillation (af) signals. No verbal review was given as this was auto review of reports. The device remains in use. No adverse patient effects were reported.